Event description:
The tack endovascular system (tes) was used in a peripheral procedure. During use, a tack was deployed successfully. However, during removal, the tes got stuck on a 0.014" non-philips guidewire and had to be removed as a system. The procedure was completed with a new guidewire in order to deliver a balloon for post dilation. No patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block h3: the tes catheter was returned with a non-philips 0.014" guidewire. Visual inspection of the catheter found multiple kinks and bends on the shaft. Additionally, the distal tip was partially retracted into the outer sheath. Visual inspection of the guidewire also had multiple kinks and bends with missing coating throughout. During functional testing, a laboratory 0.014" guidewire was unable to pass through due to the damage observed. Block h6: a probable root cause may be due to the damaged observed on the non-philips guidewire; however, the cause could not be established. A review of the lhr and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.